Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with acute bleeding around the driveline exit site, potentially due to trauma. Patient fell out of bed and the driveline was tugged at that time. No intervention was done. The bleeding resolved on its own. Patient remains admitted to the stepdown unit. The device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files could not be conducted since log files covering the event date were not available for analysis. The reported event cannot be confirmed due to insufficient information. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the event details, the most likely root cause of the reported "bleeding around the driveline exit site" can be attributed to the reported patient falling out of bed with consequent driveline tugging. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.